Manufacturer narrative:
Batch review performed on 03 january 2019: lot 181780: (B)(4) items manufactured and released on 17 july 2018. Expiration date: 2023-07-02. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 reference 01.29.202 (k112115). Lot 176811: (B)(4) items manufactured and released on 09 april 2018. Expiration date: 2023-03-22. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup dm double mobility hc liner ø 54/28 reference 01.26.2854mhc (k092265). Lot 176082: (B)(4) items manufactured and released on 21 december 2017. Expiration date: 2022-12-04. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
One week after primary for an infection case the surgeon performed an I&d and revised successfully the stem, the head and the liner. The pathogen was identified as streptococcus. The surgery was completed successfully.